Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission..

Event description:
Related manufacturer reference number: 3005334138-2022-00114. It was reported that a 25mm amplatzer cribriform occluder was selected for implant on (B)(6) 2022. During positioning, the left disc deployed deformed and appeared bulbous. Device was removed from the patient prior to released from the delivery cable. The device was tested outside of the patient and continued to deploy deformed. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. A new 25mm amplatzer cribriform occluder was selected and the left disc deployed deformed and was removed from the patient. A 25mm patent foramen ovale (pfo) occluder was used to complete the procedure. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of deformed deployment was reported. Two photographs were received from the field, which appeared to show distal disc deployed bulbously. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.